Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. PMA/510k: k111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the 5 ampoules. After the packages were opened, leakage was found. There was no patient involvement. This report refers to the 1st product. Associated medwatches: 3003639970-2019-00081; 3003639970-2019-00082; 3003639970-2019-00083; 3003639970-2019-00084.

Manufacturer narrative:
Samples received: 2 open pouches, unopened ampoules with leakage signs. Analysis and results: there is one previous complaint of this code-batch regarding the same issue. We manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received two open samples, the ampoules received have been optically evaluated and a defect in the tip of the ampoule was found. Tip is bent. The leakage of the glue occurs at this point. The device history record of this product has been reviewed and no deviations regarding this issue have been found. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.